Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2016. Patient had two dilations at another site prior to removal. Device explant due to dysphagia on (B)(6) 2017; a heavy fibrosis was noted around the beads, manometry showed signs of achalasia, and the "tissue looks grayish". It was reported that the histology report from the site found the gray tissue contains metallic material.

Manufacturer narrative:
Update to include further device analysis results summary. Update report date.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2016. Patient had two dilations at another site prior to removal. Device explant due to dysphagia on (B)(6) 2017; a heavy fibrosis was noted around the beads, manometry showed signs of achalasia, and the "tissue looks grayish". It was reported that the histology report from the site found the gray tissue contains metallic material; specifically titanium was found in the surrounding tissue confirmed by manufacturing analysis.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2016. Patient had two dilations at another site prior to removal. Device explant due to dysphagia on (B)(6) 2017; a heavy fibrosis was noted around the beads, manometry showed signs of achalasia, and the "tissue looks grayish". It was reported that the histology report from the site found the gray tissue contains metallic material; specifically titanium was found in the surrounding tissue confirmed by manufacturing analysis.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2016. Patient had two dilations at another site prior to removal. Device explant due to dysphagia on (B)(6) 2017; a heavy fibrosis was noted around the beads, manometry showed signs of achalasia, and the "tissue looks grayish". It was reported that the histology report from the site found the gray tissue contains metallic material; specifically titanium was found in the surrounding tissue confirmed by manufacturing analysis.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2016. Patient had two dilations at another site prior to removal. Device explant due to dysphagia on (B)(6) 2017; a heavy fibrosis was noted around the beads, manometry showed signs of achalasia, and the "tissue looks grayish". It was reported that the histology report from the site found the gray tissue contains metallic material; specifically titanium was found in the surrouding tissue confirmed by manufacturing analysis.